Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The formed needle and bottom housing were inspected for damages and manufacturing deficiencies that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level reached 450 mg/dl. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated by applying a new pod.